Manufacturer narrative:
Additional information: remedial action required, remedial action # annex g: g02017 annex d: d01 correction: correction to remove the following codes in section h6 reported in error in the initial MDR. Annex a: a25, a0404 annex b: b11, b14 annex c: c19, c0706 annex d: d14, d02 annex g: g04037, g07001, g02001, g04063 h3 other text : see manufacturer narrative

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 25apr2012. The review was performed from the date of manufacture to the present date 25mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.